Event description:
It was reported a filter prematurely deployed in the pt which resulted in inappropriate placement in the hepatic vein. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. It was indicated this over-the-wire filter was placed without the benefit of the guidewire and continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event. Co's directions for use state: "to avoid insertion difficulties or filter misplacement always advance the included .035" guidewire to a point beyond the desired implant site... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."